Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient's heart rate is varying. The spouse reported that the patient has been "passing out" a few times since a surgery was performed. The patient was noted to have hit their head and had been hospitalized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.